Manufacturer narrative:
Correction is being submitted via this supplemental. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(4) 2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for radicular pain syndrome(radiculopathies). Patient reported he got sepsis, blood poisoning, transfusions from initial implant. His stitches from implant surgery did not dissolve and said that he still thinks when they pulled stitches out they pulled a wire, he was sick for 2 years after implant and dropped 85 lbs and had a couple heart attacks. Patient confirmed that being sick, dropping 85 lbs, heart attacks were not related to device. Patient stated that the 1st time he had implant it totally went dead because he had not used it for months because he was sick and he could not recharge ins at time because he could not put anything on his back because at time he had about a 'gallon of fluid coming out of his back' from the undissolved stitches. Patient got the implant re-activated in about (B)(6) 2009. Patient said at that time hcp had checked him for "wire pulls" and "something else" and basically the doctor said that the product was defective and then the manufacturer rep told that the hcp had installed the implant incorrectly. It took patient about 3 months after implant to get healthy, then implant was recharged and he started using it again, and about 5 months after implant that's when hcp told patient that implant was defective. Patient said that he has an appointment with his regular doctor in a week from now. His hcp referred him to a neurologist but it would probably take him 4 months to get in. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.